Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the stent delivery system was unable to cross the lesion. The target lesion was located in the left anterior descending artery. Pre-dilation was performed with an unspecified balloon. The 2.5x16mm taxus liberte coronary drug-eluting stent system was advanced into the patient, but was unable to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. However, device analysis revealed the stent was damaged.

Manufacturer narrative:
Device is combination product. (B)(4). Visual and microscopic examination of the returned complaint device revealed proximal stent damage; one strut on row two of the stent was raised. The outer diameter of the damaged section of the stent did not meet specifications; the undamaged sections met specifications. Hypotube kinks were identified along the length of the device. No issues were noted with the tip and balloon sections of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).